Manufacturer narrative:
Device evaluated by MFR: visual inspection of the returned device revealed the wire fractured two sites, and two wire segments were returned. The entire wire was not received for analysis. The distal end segment measures approximately 9cm and includes the spring tip. The other returned segment received measures approximately 123.3cm. The proximal segment of the wire was not returned. Scan electron microscope (sem) analysis revealed the primary distal and proximal fracture site exhibited circumferential wear thus reducing the wire cross-sectional area. The fracture surfaces exhibited a fibrous appearing material that is actually grain boundaries running in the longitudinal direction that is typical of a bending action. The primary distal and proximal sites fractured in a bending overload moment due to circumferential wear of the wire thus reducing its cross-sectional area. The secondary fracture surface exhibited elongated dimple ruptures and smeared material in a shear direction. The secondary distal site fractured as a result of a shear overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, the tip of the guide wire became detached. The 80% stenosed target lesion was located in a severely calcified and severely tortuous, unspecified coronary artery. Ivus was completed pre procedure indicating lesions in the left main stem and the left anterior descending artery. A 325cm rotawire floppy guide wire was advanced to the lesion. Utilizing the rotablator system, rotational atherectomy was performed with 1.75 rota burr. Ivus was completed showing no effect on the anatomy. A bsc cutting balloon catheter was then advanced over the rotawire and it was noted that the tip of the guide wire had detached. The physician was able to remove the wire fragment by using a non bsc guide wire and an unspecified balloon catheter to pull the wire tip into the guide catheter. The procedure was completed with another of the same device and a non bsc stent was also placed. Ivus was completed again post procedure. There were no additional patient complications reported and the patient's condition is reported as 'stable'. Additional information has been requested and is not available.

Event description:
It was reported that during a percutaneous coronary intervention procedure, the tip of the guide wire became detached. The 80% stenosed target lesion was located in a severely calcified and severely tortuous, unspecified coronary artery. Ivus was completed pre procedure indicating lesions in the left main stem and the left anterior descending artery. A 325cm rotawire floppy guide wire was advanced to the lesion. Utilizing the rotablator system, rotational atherectomy was performed with 1.75 rota burr. Ivus was completed showing no effect on the anatomy. A bsc cutting balloon catheter was then advanced over the rotawire and it was noted that the tip of the guide wire had detached. The physician was able to remove the wire fragment by using a non bsc guide wire and an unspecified balloon catheter to pull the wire tip into the guide catheter. The procedure was completed with another of the same device and a non bsc stent was also placed. Ivus was completed again post procedure. There were no additional patient complications reported and the patient's condition is reported as 'stable'. Additional information has been requested and is not available.

Manufacturer narrative:
(B) (4). (B) (4).